Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was impacted. As the customer has changed the cartridge and infusion set prior to contacting tandem technical support, troubleshooting to help determine the cause of the occlusions was not performed.

Manufacturer narrative:
Additional information received indicated that the customer has not received any additional occlusion alarms. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.